Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with unknown blood glucose level. Blood glucose level at the time of incident was 325 mg/dl. Customer was experiencing high blood glucose level over 300 mg/dl from consecutive three days. The customer was treated with insulin drip and manual insulin injection in the hospital. Customer experienced symptom of high blood glucose level such as headache. The customer was using the insulin pump within 48 hours of high blood glucose event. Based on customer report customer did allege insulin pump was under delivering. It was found that the insulin pump was not in auto mode at the time of the incident. Customer stated that insulin pump had insulin flow block alarm. There were no kinks, bends, or multiple large bubbles present along the tubing length. Insulin exited while troubleshooting insulin flow block alarm. The insulin pump will not be returned for analysis.